Event description:
This complaint originated from (B)(4). The distributor reported the following: "when we turn unit on, unit is still operating but the touch screen is inoperative. We try by replacing new uim, unit works properly." The distributor did not provide any info regarding patient involvement.

Manufacturer narrative:
(B)(4). Carefusion technical support shipped the distributor a replacement user interface module. A return goods authorization (rga) number was also issued for the return of the alleged faulty user interface module for evaluation. As of 07/16/2015, carefusion has not received the alleged faulty user interface module.

Manufacturer narrative:
Failure analysis: avea user interface module (uim) pn; 16950 sn: (B)(4) was received for investigation. The user interface module (uim) was installed onto a known good top level unit and powered on. No touch screen issues were found so the user interface module (uim) was left to cycle for 1 hour and still no unresponsiveness were found. The covers were removed to inspect all connections and no visual anomalies were found. With the covers still removed the user interface module (uim) was again powered on and allowed to cycle and I began to physically manipulate the touch screen connector and was not able to induce the touch screen unresponsiveness. Findings/root-cause: reported issue was not reproduced.